Manufacturer narrative:
Samples were not submitted to mts for investigation. Therefore, the customer's complaint could not be verified. No definitive root cause was determined. The customer did not perform weak d testing in tube method and the reaction strength obtained in the anti-d gel was not provided. Therefore, mts is unable to determine if the rh-positive patient is a weak d. The patient's medical history was not provided. A review of mts stability data was performed: 6-month stability data for lot 102706037-01 shows positive reactivity in the anti-d microtube with weak d cells at mts. The batch record review of lot # 102706037-15 indicates lot met all specifications and lot release criteria.

Event description:
The customer indicated that they observed false negative test results in the anti-d microtube of an mts a/b/d monoclonal and reverse grouping card lot# 102706037-15 in 2007. A new sample was collected from the patient for rhogam work-p and tested four months later, with mts a/b/d monoclonal and reverse grouping card lot# 020607037-28. An rh-positive test result was noted. Another sample was collected and retested one day later, using lot # 020607037-28 and a positive rh results was obtained. The reaction strength of the results were not provided by the customer. The customer indicated that they did not have any traditional tube reagents to repeat testing. The patient's rh status was determined as rh positive.